Event description:
The user facility reported that during the procedure, after the single use guidewire product was inserted/withdrawn a couple of times, burrs occurred in the inserted area. The procedure outcome was not reported. The patient was not harmed. It is unknown if there were any other devices or equipment used with the reported product.

Manufacturer narrative:
Unknown due to unknown lot number. UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name - requested, not provided. Establishment name - (B)(6) medical center. Health professional- requested, not provided. Occupation- requested, not provided. Manufacture date - unknown due to unknown lot number. Inspection of the actual sample: as it was unclear whether or not the actual sample returned to us was infected, we were only able to check it through the plastic bag. Visual inspection of the actual sample found that peeling of outer layer (ptfe coating) had occurred over a length of approximately 15 mm. Therefore, it was considered that the burrs that were mentioned in the complaint referred to the peeling of outer layer. No other external anomalies were observed in the other areas of the actual sample. Since the involved lot number was unknown, review of manufacturing records or product-release judgement records could not be performed. For the past three years (may 2019 - may 2022) in the manufacturing process, nonconformity related to the peeling of coating of this product (ol-xs25455) have not occurred. Review of the complaint records of the past three years (may 2019 - may 2022) regarding the involved product code found three similar cases. In all of these cases, it was inferred that the outer layer (ptfe coating) might have been peeled off due abrasion loads exceeding the limit strength of the product, which might have been occurred when the products came into strong contact with some hard object during use. In addition, as no anomaly was confirmed in the manufacturing records or the product-release judgment records, it was concluded that there was no problem with the products in all the cases. From the results of the investigation, it was considered that the burrs mentioned in the complaint referred to the peeling of outer layer (ptfe coating) that extended about 15 mm in length. As one of the possibilities, it was inferred that the peeling of outer layer might have been caused by the abrasion load exceeding the limit strength of the product when some hard object (such as a concurrently used device) might have come into strong contact with the actual sample. However, as the inspection of the actual sample was limited since its infectiousness was unclear, the definite cause of occurrence could not be determined. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." (B)(4).